Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a cloudy display issue. Condensation was noted behind the display after exposure to moisture. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 09/09/2013 with the following results: no moisture seen from behind the display lens. Performed the leak test and found a leak due to a cracked pump case. Opened the pump case and found evidence of moisture in the pump case.